Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that during the past three weeks, he had been seeing a chiropractor for his right hip. The reading on the programmer had been set at 2.6 for years. After they adjusted his hip, the reading went to 3.5 and now 4.6. He stopped seeing them last week until he could contact the manufacturer about the unit. Patient stated he can increase the voltage till it hurts, the peak area was no longer the tip of his penis. He was in pain and needed to know whether or not to continue his adjustments. There were no further complications that have been reported as a result of this event.